Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the caller is at a battery replacement case and the impedances with the battery were high and out of range. The caller tried to remove and wipe down the leads several times, which didn't resolve the impedance problem completely. They were able to get the left side to read within the normal range except for electrode 2, all pairs with 2 remains >40000 ohms. They tested the impedances up to 3v. The caller tested again and they were able to get some values in range on the right side but all pairs with 10 and 11 were out of range and now the left side was out. Impedances with the new battery were out of range high. The caller tried to read impedances one more time and the left side appeared to be better but 2 and 3 electrodes seemed to be the problem. The caller tried to reconnect with the old battery and they got normal impedance readings. The caller stated that the surgeon thought that a portion of the last electrode was not all the way in the header block. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report#: 3004209178-2018-03422 was mistakenly added to this MDR. A supplemental report has been submitted in #3004209178-2018-03422 to clarify this mistake. All information relating to the infection belongs in manufacturer¿s report #3004209178-2018-03422 and any new information received regarding the infection will be sent as a supplemental to that report. Additionally, as stated in supplemental report #1 of this MDR, this report is a duplicate of manufacturer's report #3007566237-2017-05292. The device (model: 37601, serial: (B)(6) in this report is the device that replaced the main device in manufacturer's report #3007566237-2017-05292. This device is not related to the high impedance event reported in that report. Any additional information received regarding high impedance will be submitted as a supplemental to that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3007566237-2017-05292. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report# 3007566237-2017-05293. Based on additional information received, the correct manufacturing site was # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the surgeon ended up doing an extension revision on (B)(6)v2017 on the affected side as well as the other side. The impedances were still off so the battery was replaced which was resolved the high impedances (cause of high impedances) on both the left and right sides. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient had an infection a week ago in the area of the ins and extension. The rep reported that the hcp planned to remove the ins and extension. No device issues were reported. No further patient complications have been reported as a result of this event. Follow-up information was received from the hcp reporting that the extended surgery due to the defective ins and subsequent ins and extension removal may have contributed to the wound healing problems. The hcp reported that the ins was removed and that the infection had since been resolved. No further patient complications have been reported as a result of this event.